Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were difficult to physically fit onto the pump. Reportedly, there was no damage to the cartridges. The customer was able to successfully load a cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.